Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to a right ventricular lead fracture. High threshold and high impedance, as well as short v-v intervals and high rate non-sustained ventricular tachycardia episodes, were also present. The patient was admitted to the hospital and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).